Event description:
This report summarizes malfunction reports of preloaded intraocular lenses (iol) delivery system damaging another device. The reported patient age is unknown-86. There was 1 male patient, 1 female patient and 5 unknown gender.

Manufacturer narrative:
Two samples were returned. Five samples were not returned. The manufacturer internal reference number is: (B)(4).